Event description:
The customer reported clear fluid leak of about 1 to 2 milliliters out of the rinse block of a lh 500 hematology analyzer each time the rinse block extends down to the secondary probe. The customer stated that the total volume of the leak was 10 to 20 millimeters and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a lab coat and no injury or exposure was reported. No erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found the rinse block not extending to the bottom of the aspiration probe causing it to leak. The fse cleaned and greased the slide guide which allowed the rinse block to extend completely down to the bottom of the aspiration probe. Repair was verified and no further leak was observed.

Manufacturer narrative:
Results: slide guide. (B)(4).